Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of system error 341 through the history log, but could not reproduce it. The upper auxiliary assembly and input/output printed circuit board were replaced as they are known contributors to the reported symptom.

Event description:
It was reported that a spectrum pump alarmed system error 341 which interrupted an infusion on a pt. This event occurred in the chemotherapy infusion suite. Any pt injury or medical intervention is unk.